Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 2.9 mmol/l and 8.9 mmol/l and was treated with food. Customer declined troubleshooting. Customer did receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. It was unknown if auto mode was active during the reported event. The insulin pump will not be returned for analysis.